Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2023 that pt had their ins and lead completely explanted. The rep mentioned the pt had a return of pain and high impedances but also mentioned the pt wanted to have a full body MRI without extensions. The lead was discarded.  The customer refused to return the ins. The rep will be contacted to obtain additional information. Additional information was received on 2023-nov-07. The rep reported the high impedances were identified on (B)(6) 2023, which was the date of the procedure. Rep did not know when the pt first noticed the return of pain as they had just met the pt on the date of the procedure. There were no known incidents that led to the return of pain and the high impedances. The system was explanted to get the patient better coverage since "half of the leads were out" and the pt was not getting as good of coverage as when they initially had it implanted. The cause of the high impedances was not identified. Rep requested the patient's weight, but it was not provided.